Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of symptoms/ae: during the procedure. It was reported that during a left renal artery stenting procedure, during pre-dilatation with a viatrac-14 plus balloon inflated to 18 atmospheres (atms), there was a significant dissection which was treated with an rx herculink elite stent. This was followed by uneventful right renal artery stenting. There was no adverse patient sequela and one day post-procedure, the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(Inflation above rated burst pressure) - study event. The device was not returned. There was no viatrac malfunction reported. Dissection is a potential known adverse event associated with the use of the device as listed in the viatrac instructions for use. Reportedly, the device was inflated to 18 atms which is above the rated burst pressure of 14 atms. The lot # was not identified; therefore, a device history record review could not be performed.